Manufacturer narrative:
The lot number for the device was provided. A review of the device history records is currently being performed. The device was returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the distal section of the pta balloon dilatation catheter detached after the second inflation in the sfa. The detached segment was successfully retrieved with a snare device. There was no reported patient injury.